Event description:
It was reported that while introducing the balloon catheter to the guide catheter, the shaft of the balloon catheter broke. After preparation of the quantum maverick monorail 8 x 3.0 mm balloon catheter for an unspecified procedure, it was introduced to an unspecified guide catheter, however, the shaft of the balloon catheter broke into two pieces. The device did not enter the pt's body . Another of the same device was used during the procedure. The pt's condition was reported as "fine."